Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recw0228 showed no other similar product complaint(s) from this lot number.

Event description:
It was informed that "the material was successfully inserted in the cavoatrial junction on (B)(6) 2019. It turns out that since the day the power PICC was inserted in the patient, the packed red blood cells do not run. Four bags of red blood cells have already been lost because 4 hours are up and the bag is still half full. The bags of red blood cells usually have 270ml of concentrate, and the patient cannot transfuse everything because time runs out. Between one drop and another it takes 8 seconds. To transfuse the entire bag, it would have to have a time interval of at most 2 seconds between one drop and another. On (B)(6) 2019 the patient has acute phlebitis, which is why power PICC was inserted. Inexplicably, power PICC's 02 way blocked, even doing the washes every two hours, as directed by the sales rep. The patient needs to receive medication and neither antibiotic is passing. On (B)(6) 2019 it was reported problems in the catheter due to obstruction. It was performed clearing by the nursing team enabling the use of the catheter with positive reflux and reflux."